Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the patient's name was linked to 2 bedside monitors (bsms) at three different central nurse's stations (cnss) and the patient data was not properly linking. This was affecting the patient information and demographics. Additionally, when making a name change on one bsm, it showed on the other as well. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. Due to the age of the complaint, new information relating to this event is unlikely to be available. As such, a root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. As such, this event is likely to be an isolated incident. A possible cause may be related to use error or user workflow, causing the cns to likely see these two separate bedside monitors as the same device. Additional device information: d10: concomitant medical device: the following devices were being used in conjunction with the cns. Central nurse's station. Model: cns-6801a. Sn: (B)(6). Central nurse's station: model: cns-6801a. Sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the patient's name was linked to 2 bedside monitors (bsms) at three different central nurse's stations (cnss) and the patient data was not properly linking. This was affecting the patient information and demographics. Additionally, when making a name change on one bsm, it showed on the other as well. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Central nurse's station model: cns-6801a, sn: (B)(4). Central nurse's station model: cns-6801a, sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the patient name was linked on 2 bedside monitors. This was only affecting the patient info and demographics. This started on 08/31 at 6pm. When making a name change on one room, it shows on the other room as well. When patients are admitted they use the name, they do not use patient ID numbers. Units were not being stored at the same central nurse's station (cns). They stated that the patient data was not linked. Everything in the trend was showing correctly on both patients. He stated that this was happening on 3 different central nurse's station (cns) with these same patients. No patient harm was reported.